Event description:
The customer reported that following a diagnostic catheterization procedure in 2000 a perclose closer device was used to seal the artery. At first attempt the sutures did not capture. A second device was used, but again the sutures did not capture. The right femoral artery was oozing prior to pt transfer, so a new 7fr sheath was introduced to the right femoral artery for vasoseal vhd deployment. A vasoseal vhd kit size 1 was deployed. That evening the pt had diminished pulses in the right leg and was referred to the attending physician. The pt was taken to surgery for removal of an obstruction of the right superficial artery. The physician stated that collagen and thrombus material were removed from the artery. The pathology report results revealed thrombus material and a portion of vessel wall with acute inflammation were removed from the artery. No further complications were reported.